Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. In addition of the above evaluation, the device's silver frame around the silence button was observed to missing, and the vanity cover was replaced to address the issue. The technician performed final test and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.